Manufacturer narrative:
(B)(4).

Event description:
Received info that the pt woke up with an "electric bite" on his tongue. Also while he was sitting on the couch, he changed position and experienced his right leg "jerking." These symptoms have only happened once. Pt's hcp interrogated the ins and found nothing wrong with it. Hcp told pt the leg jerking was caused by positional changes. Hcp also said there are different nerves in the tongue and those would not be affected by the stimulation. Pt was encouraged to keep a log of the time this happens and his hcp could interrogate the device and see what was occurring with the ins at the time of the incident. Additional info has been requested and if received, a follow up report will be sent.